Event description:
Pt had an uncomplicated essure procedure done on (B)(6) 2012. The recommended three month hsg test was not done in (B)(6) 2012. In mid (B)(6), the pt presented with severe pelvic and abdominal pain. An hsg test done on (B)(6) 2012 indicated unsatisfactory placement with no devices found in the fallopian tubes. On (B)(6) 2012 a bilateral tubal ligation was done but the devices not visible by hysteroscopy or laparoscopy. Pt's pain and bleeding continued to worsen. The doctor performed a hysterectomy on (B)(6) 2012. Intra-op fluoroscopy indicated that the devices were embedded in the myometrium of the fundus. The pt's uterus and cervix were removed. At her six week post operative visit on (B)(6), the pt had a low grade fever and some pelvic discomfort that were due to the surgery. Her pelvic and abdominal pain and bleeding had resolved. The doctor attributed her pain symptoms to ensure devices due to their position in the myometrium.

Manufacturer narrative:
Lot # 915887.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.